Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform further testing or confirm other alarms due to the motor error alarms.

Event description:
The customer called to report motor error and other alarms. He also stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 700 mg/dl. The customer could not remember any events leading to the hospitalization. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.